Manufacturer narrative:
No complaint was received with the return of the device. A partial lead was returned in two pieces. Failure event observed during analysis. Final analysis found a lead-to-can external insulation abrasion breaching non-functional cables lumen at 39.8-40.3 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.